Event description:
The customer reported that she jumped in the pool to save a child while wearing the insulin pump. The customer stated that the device had an error alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.